Manufacturer narrative:
Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit or failed battery test alarms noted during testing. Device had bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump had a loose button and the blank display anomaly remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.